Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Pressure was held for five minutes post-deployment to achieve hemostasis. Approx one and a half hours post-deployment the nurse assessed the pt and found that the right foot was cold and pulseless. An arterial doppler study was performed and a thrombus identified. The pt was taken to surgery and a thrombectomy and vascular repair were performed. The post operative report noted that the arteriotomy was located at the supeficial femoral artery approx 2 cm below the bifurcation and the collagen had migrated intraluminally. A posterior laceration was noted above the arteriotomy. The thrombogenic material as well as a long clot was removed from the distal supeficial femoral artery. No specimens were taken. The pt has good pulses post operative and was discharged the next day. No further complications were reported.